Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the right ventricular (rv) lead was fractured. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: dtba1d1 ICD, implanted: (B)(6) 2015. (B)(4) .

Event description:
It was reported that multiple lead alerts had triggered due to out of range pacing impedance, and high/variable impedance readings with the superior vena cava (svc) coil, and right ventricular (rv) coil portions of the rv lead. All lead alerts were programmed off, and the clinic continues to evaluate the lead. The rv lead remains in use. No patient complications have been reported as a result of this event.